Event description:
It was reported by customer that the safety lock broken. We have received a quality complaint on product sold to our customer. Please contact the customer, cc and include complaint on any future communications. Injuries or adverse event: no item: 305762 quantity affected:1 each serial/lot number: (B)(6) po : are any samples available for return? Yes reported issue:the safety lock broken customer disposition request:replacement".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.